Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the anterior vitrectomy cutting not working. Procedure details and patient impact were not reported. Additional information has been received indicated that the incident occurred after surgery.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the anterior vitrectomy probe magnetic adjustment to be jammed. To resolve the issue, the company service representative cleaned and lubricated the probe. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these internal wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).